Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is (B)(6) 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required, as the sensor was expired at the time of use, and the device met its specification lifespan. Note: the device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a sensor error message from the adc device. The customer was able to be contacted and indicated they were unable to obtain reading and felt hungry and dizzy. The customer was unable to self-treat and was provided juice by family member for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that they received a sensor error message from the adc device. The customer was able to be contacted and indicated they were unable to obtain reading and felt hungry and dizzy. The customer was unable to self-treat and was provided juice by family member for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-jun-2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required, as the sensor was expired at the time of use, and the device met its specification lifespan. Note: the device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section (h6 - adverse event problem ) was incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.